Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the pump was not returned an investigation was not possible. A DHR review was completed and found no non-conformances associated with the device. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump is delivering air to patient. They stated that the "pump calculation of feeding was off". They state that the pump is set to a rate of 40ml and a dose of 300ml and that the pump was still running after the bag was empty. During a follow up call from mmdg, the initial reporter stated that they were expecting a pump replacement and that the patient was receiving feedings via bolus. Mmdg made multiple follow up attempts afterwards to also obtain patient condition but those attempts were unsuccessful. [(B)(4)].